Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, lead impedance was <200 ohms and the capture threshold was 7.0v. No sensing was noted at 0.1mv in the bipolar configuration. Unipolar sensing was 2.0mv and unipolar impedance was 395 ohms.